Manufacturer narrative:
(B)(4) shipped customer part #32056 ic, microcontroller, alarm. Customer is trained to service unit and has reported that the unit is now functioning properly. A review of the device history record was performed. Millennium 23065-1, serial number (B)(4) was manufactured on 02/2009. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during pre-clinical check of the ventilator the audible alarm did not activate. No patient involvement or injury was reported.